Event description:
On (B) (6) 2010, a (B) (6) pt underwent a 2 level fusion surgery at l3-l5. The pt had a diagnosis of stenosis at l3-l4 and grade I spondylolisthesis at l4. The surgeon was working on the left side and as he was tightening the first screw sequoia closure top, they heard a crack sound. It was noted that the threads sheared off the closure top and fell into the surgical site. The surgeon was able to retrieve them without problem and finish the surgery without further complication. There was minimal surgical delay.

Manufacturer narrative:
Pt information was unk. Evaluation is pending upon completed investigation of the product.